Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had high impedances on contacts 1-8 and 11. Surgical intervention was undertaken wherein the extensions were explanted and replaced to address the issue.